Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer filed a report stating "upon entering the patient's room at 14:57 p.m., the patient's monitor was in "pause" mode (when the patient last entered the room at the room at 13:50, the monitor was still active) and the patient showed no signs of life. There was an immediate start of resuscitation. During resuscitation, the monitor switched to pause mode again at 15:16hrs. Patient death occurred at 15:41 .

Event description:
The customer filed a report stating "upon entering the patient's room at 14:57 p.m., the patient's monitor was in "pause" mode (when the patient last entered the room at the room at 13:50, the monitor was still active) and the patient showed no signs of life. The patient died.